Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
Related manufacturer reference number: 2017865-2021-02434. Related manufacturer reference number: 2017865-2021-02436. Related manufacturer reference number: 2017865-2021-02437. It was reported that the patient presented for the extraction of the implantable cardioverter defibrillator, right atrial, right ventricular and left ventricular leads due to infection. The patient was in stable condition.